Manufacturer narrative:
Updated information: d1 brand name changed. D4 catalog number updated. Additional information was provided which states that the device was not retained and will not be returned for evaluation.

Event description:
The complainant reported that the device had been pulled back into the aorta. Assistance was provided with repositioning, and the device position was subsequently confirmed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details.